Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for user manual states that a restenosis of treated segment leading to revascularization and myocardial infarction are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device was used to treat a 2.5mm, 30mm in length, 70% stenosed and heavily calcified mid left anterior descending artery (lad). The oad was spun for one treatment on low speed. Angioplasty and stent placement were performed to complete the procedure. The patient was stable. Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device possibly contributed to a revascularization and myocardial infarction. No further information is available.